Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 405 mg/dl. Customer stated that the center button was unresponsive at times and has to click at a certain angle for it to work. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).